Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had unintuitive motion. The instrument did not follow surgeon's commands. When attempting to move left to right, instrument would move up and down. The procedure was with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The root cause is attributed to a loose pitch cable. Additional observation related to customer reported complaint: 1. The instrument was found to have a loose pitch cable at the proximal end. Visual inspection displayed no signs of physical damage internally or externally. There were no loose screws inside of the housing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.